Manufacturer narrative:
Investigation ongoing.

Event description:
Revision surgery because the day after the primary surgery, the x-ray showed a posterior open bite and midline shift.

Manufacturer narrative:
Device was designed and manufactured according to specifications and no root cause could be found. Since this form has been updated since the initial report, all fields were filled in again in order to have all information reported.

Event description:
Revision surgery because the day after the primary surgery, the x-ray showed a posterior open bite and midline shift.